Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was a loss of therapy. The patient had been having a lot of problems with her implant. It was not giving her much relief and the patient noted she needed to get in touch with somebody for some reprogramming. It was noted the patient would follow-up with her healthcare provider (hcp) regarding the issues and would request hcp assistance in reprogramming and/or schedule an appointment with a manufacturer's representative (rep) to address the issue. It was noted the loss of therapy occurred in february 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.